Event description:
Nausea, vomiting, dizziness, numbness and tingling in toes and fingers. Frequency: every two days, route: oral. Dates of use: 2008 - 2010. Diagnosis or reason for use: hold false teeth. Event abated after use stopped or dose reduced? No. Event reappeared after reintroduction: yes.